Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 458 mg/dl at the time of incident and the current blood glucose of the patient was 342 mg/dl. The customer stated that they changed the reservoir and insulin pump was not connecting to the meter. Customer treated with manual injection. Troubleshooting was performed. Customer's outcome pertaining to the complaint and successfully connected the pump and meter offered to do troubleshooting for high blood glucose. Advise to refreshed connection of the meter and pump. Advise customer that when the blood glucose was over 600 it did not show up to the pump anymore. The device will not be returned for analysis.